Manufacturer narrative:
Medrad's service engineer performed a system service check of the envision CT injector (B)(4) on (B)(6) 2010, and the unit was found to be operating to specification. At this time, the site will not release the broken syringe to us for evaluation; however, photographs of the broken syringe were provided. The photographs showed that both the barrel and plunger were damaged. This damage indicates that the piston was not properly engaged to the plunger. This type of damage has also been consistent in the past to indicate that the injector's piston was set behind the plunger's feet. This scenario would result in the plunger being farther forward than the calibrated piston setting. The cause of this plunger issue was determined to be the plunger in an incorrect orientation. The forward movement of this improperly seated plunger caused the plunger to push through the barrel shoulder, breaking the barrel in three pieces and subsequently damaging the plunger feet. In the instructions for use, it states the following: "pt injury could result if the syringe is not properly engaged. Do not load or inject unless the syringe is properly engaged. Ensure the alignment marks on the syringe and injector head are properly aligned and the piston and plunger are interlocked." This situation may have been a manufacturing quality discrepancy that was not identified, but without the disposable components for a full evaluation, we cannot be sure of this conclusion. This is the only incident of this nature reported for this lot number.

Event description:
The site reported the following: while filling a syringe with contrast, one technologist was operating the injector while the other technologist was holding the contrast bottle. A quik-fil straw was used to draw up the contrast from the bottle. As the technologist operating the injector advanced, the piston after the syringe was filled, she heard a slight popping sound. She decided to remove the syringe in question and install a new one. As she began to expel the contrast from the syringe back into the contrast bottle by advancing the piston (prior to removing the syringe from the injector head), she noticed that the reading on the injector panel did not match the position of the plunger on the syringe. At the same time, the syringe broke. The technologist, who was holding the contrast bottle, was struck on the eyelid with a piece of projectile plastic from the broken syringe. As a result, contrast squirted into her eyes. Her eyelid became red and swollen. She went to the emergency room for an evaluation. The physician irrigated her eye with saline. In addition, she was prescribed an antibiotic eye drop to treat the redness and swelling. A f/u phone conversation on (B)(6) 2010 with the injured technologist revealed that the swelling and redness had subsided and she was feeling much better.